Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 3. The patient drained 3346 milliliters (ml). The programmed fill volume was 1900ml. This drain meets iipv criteria. On (B)(6) 2010, product surveillance followed up with the patient's nurse. The results of evaluation and the probable cause identified was communicated to the nurse. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical and the rite functional. The device was found to meet functional specifications relative to the iipv identified via device log review. The assignable cause of the iipv was determined to be insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
It was reported by the clinician that they have been experiencing difficulty with leaking in the (B)(4) tubing set. The leaking occurs at the cap that is attached to the y connection. This occurrence in the pt sometimes causes blood, saline or meds to leak. There have been no pt complications reported.